Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was for her bladder and bowel and the device had been working to where she could hold urine/bowel and didn't have to wear depends/pads. The patient stated that she had a sudden loss of bladder and bowel control yesterday. The patient noted that she had great success for the last couple of months but then yesterday she had an accident to where she couldn't hold her bowels. The patient mentioned that she couldn't stop bowels and it was hard to get to the bathroom on time several times after that so she went back to using her depends. The patient also confirmed that she had some urine leakage in the morning. The patient reported that she was on p3 and had increased stimulation all the way up to 3v to see if she could feel stimulation. The patient felt it but had backed stimulation down to 1 where she was at. Troubleshooting attempts were made and the patient programmer showed stimulation was on p3 at 1.0v. The patient increased stimulation to 1.5v and confirmed feeling stimulation in the bike seat area. The patient was redirected to her health care professional if the problem did not resolve. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.